Event description:
It was reported that during implant, the device had a setscrew problem. When attempting to place the superior vena cava (svc) plug into the device¿s svc port that multiple wrenches were not able to engage the setscrew. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a loose/detached set screw. Concomitant medical products: a 694758 implantable tachy lead: (B)(6) 2003. (B)(4).